Event description:
It was reported that the patient felt tingling all over their body when they charged. They also felt like stimulation turned way up during charging and when the patient disconnected the recharged from the implantable neurostimulator (ins) the issue would subside. It was mildly uncomfortable. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical devices: product ID: 3387-40, lot# j0313882v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot# j0313882v, implanted: (B)(6) 2003, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37085-60, ,serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37651, serial# (B)(4), product type: recharger.